Event description:
It was reported the device exhibited an error e315 (scope communication ) at preparation for use for a diagnostic bronchoscopy procedure. The device was replaced and the intended procedure was completed using a similar device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was evaluated. Device evaluation found the reported issue of error e315 was not confirmed. However, evaluation found the device failed leakage test. The channel tube was perforated, leaked and water invaded scope connector. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on investigation, it was presumed that while the user was handling the device, channel tube leaked, which led to water invasion of the device, and due to the leak abnormality of electronic parts occurred and as a result, the reported event occurred temporarily. Instruction for use: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.